Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated she had to turn the spinal cord stimulator (scs) all the way up and that the positioning of the scs was bothering her and was uncomfortable. The patient was having difficulties and was uncomfortable. The patient couldn't sit, stand or lay. The manufacturer representative worked with the patient and reprogrammed the scs on (B)(6) 2017. The event resolved without sequelae. The event was possibly related to the device or therapy and implant procedure. It was noted that the patient specifically needed reprogramming. Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient had just been implanted and wasn¿t use to it, and wasn¿t sure on setting. A company representative helped the patient out with it. It was also reported that there was ins migration. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.